Event description:
It was reported patient underwent an acl procedure on (B)(6) 2013. During the procedure, both loops fractured in the patient. The fractured fragments were retrieved from the patient and a new toggler was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."